Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 7:01:00. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:15 was confirmed by baxter personnel during product evaluation. The root cause was assigned to moisure on the pump head module tubing. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported, to baxter (B)(4), a colleague infusion pump with failure code 810:15. This event occurred after the customer tried removing and reloading the set. It is unknown in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter ireland and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.